Manufacturer narrative:
Device return: one used "partial" 46112-05 mtg. Kit consisting of proximal segment of pressure tubing and the safeset syringe; a partial segment of an edwards pressure tubing set and a covidien 10ml flush syringe and one packaged 46112-05 same lot# 3082603 sample. Visual inspection (pre and post decontamination) of the "as received" used 46112-05 partial segment recorded no obvious component abnormalities. The report noted there was evidence of residual blood between the edwards pressure tubing set distal connector threads and the 46112-05 transpac tubing connection. There were no leakages seen during decontamination flushing. Functional and performance testing: the returned 46112-05 partial segment/components were tested per the applicable product specifications for pressure leaking and bond strength. The results recorded no leakages, separations or performance issues and or out of spec conditions. The returned unused 46112-05 mtg. Kit was tested to the applicable product specifications. The results recorded no performance and or out of spec conditions. Findings: engineering testing and analysis of both the returned used 46112-05 segment and the unused 46112-05 same lot unit recorded the device /components met product specifications. The exact cause(s) of the reported event are unknown.

Event description:
Complaint received reporting leakage issues with 46112-05 transpac arterial safeset IV trifurcated mtg. Kit. It was reported that during patient monitoring "..leaking saline at the proximal marvelous valve/stopcock". There were no reported patient injuries or adverse consequences. The 46112-05 mtg. Kit was in use approx. 7 hours when the issue occurred, the device was removed and replaced. Additional event/usage information although requested is unavailable. Device return: one used "partial" 46112-05 mtg. Kit consisting of proximal segment of pressure tubing and the mtg. Kits safeset syringe; a partial segment of an edwards pressure tubing set and a covidien 10ml flush syringe. One packaged 46112-05 mtg. Kit - same lot# 3082603 sample. This is the mfrs. Follow up report to provide the device investigation findings.

Event description:
Complaint received reporting leakage issues with 46112-05 transpac arterial safeset IV trifurcated mtg. Kit. It was reported that during patient monitoring "..leaking saline at the proximal marvelous valve/stopcock." There were no reported patient injuries or adverse consequences. The 46112-05 mtg. Kit was in use approx. 7 hours when the issue occurred, the device was removed and replaced. Additional event/usage information although requested is unavailable. Device return: one used "partial" 46112-05 mtg. Kit consisting of proximal segment of pressure tubing and the mtg. Kits safeset syringe; a partial segment of an edwards pressure tubing set and a covidien 10ml flush syringe. One packaged 46112-05 mtg. Kit - same lot# 3082603 sample.